Event description:
It was reported that the asymptomatic patient presented in the operating room for device change-out due to normal eri. Externalized conductors and low impedance were observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.